Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for an episode of diabetic ketoacidosis. Customer's blood sugar level at the time was over 470 mg/dl. The hospital treated his elevated blood glucose level with an intravenous drip, which lowered his blood sugar levels. Customer was able to troubleshoot during the call. He reported observing air bubbles in the infusion set tubing. Approximate size of air bubbles is 1/4"-3/4". The infusion set and glucose sensor are expected to be returned.